Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were pulled distally from proximal row 12 up to the over the distal markerband and the bumper tip. The undamaged proximal section of the crimped stent outer diameter (od) was measured and result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 21-sep-2017 it was reported that crossing difficulties were encountered and tip damage occurred. The target lesion was located in the coronary artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the tip of the delivery system was deformed. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.